Event description:
If-wave oversensing post vp. Caller adjusted v blanking post vp out to uums to address the twos but had to compromise on the upper rates more than she wanted to given patient's age. Caller considering changing rv sensitivity. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).